Event description:
The customer reported the monitor shows a black screen and red cross. There was no reported patient involvement/adverse patient impact.

Event description:
The customer reported that unit is showing a black screen and red cross. There was no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.